Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg), however a specific bg value was not provided. Reportedly, customer suspected that the pump settings were incorrect. Customer adjusted pump settings and declined to provide any additional information.